Manufacturer narrative:
Per rep: there were multiple adjustments needed to be done on his seating system components, including the proper installation of his chest strap. I installed a new set of thoracic laterals that I had with me. Adjusted the armrest height, angle, and moved the inwards. Leg rest height adjusted, back height adjusted, headrest adjusted and programmed the drive inhibit lock out. The chair is working properly.

Event description:
Consumer alleges he fell out of chair because stableizer belt was removed during repairs from mobility plus of california.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he fell out of chair because stableizer belt was removed during repairs from mobility plus of california